Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis of the lead indicated the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. The helix is bent and does not extend.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4076-45 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged the night after implant. During the lead re-positioning procedure, the lead's helix would not extend. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.